Event description:
Customer reported that he had unexplained low blood glucose. Customer stated that the insulin pump is over delivering, because he has been experiencing low blood glucose for the last 30 days and has been treating with orange juice. Customer stated that his last low was yesterday and it was as low as 30 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.